Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 620 mg/dl on (B)(6) 2017. Customer states that they got insulin flow blocked and had diabetic ketoacidosis. Customer was wearing insulin pump during hospitalization. Customer was treated with insulin drip. Customer declined troubleshoot for the issue. Insulin pump will not be returned for analysis.